Event description:
Pt had an indwelling ventriculocardiac shunt. She presented for vomiting and intermittent lethargy. Eval included a shuntogram and CT. The images revealed evidence of a fracture of the cardiac cath just proximal to it's entrance into the venous system. The shunt was externalized and interventional radiology was required to obtain the piece of broken off cath. Pt a few days later had to have a shunt revision with remineralization into the peritoneal cavity. Required a right upper quadrant laparotomy with placement of the peritoneal portion of the vp shunt. Other remarks: obtaining off site records to help identify the lot #, will amend report and resend to FDA and will forward to medtronic at that time. Working with (B)(6) at medtronic, who will assist in assuring correct address obtained.